Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that the lens went in and seemed as if it was not folded properly, surgeon still deployed however 2 creases were noted, one smoothed out but the other did not so the lens was explanted. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was not returned for analysis, scratches were observed on the returned sample. The device was returned in a bag. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The iol was returned in two pieces in moist surgical fabric. Solution is dried on both surfaces of the optic and haptics. One haptic is nicked/chipped rejectable, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and has numerous linear scratches - rejectable. The reporter has stated the use of "company preloaded device" as the handpiece, this is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastics. The use of nonqualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).